Manufacturer narrative:
The ge healthcare service technician replaced the defective power switch. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service technician performed a checkout of the system and discovered a defective power switch causing the system to reset intermittently. There was no report of patient involvement.